Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the dr. Revised a pca cup. Exposure was made the head was removed and trunnion was covered. The cup was then removed. Reaming took place bone substitute was implanted. Then a zimmer tm cup was implanted with screws, a 36mm liner was placed in the cup. Then a 36 pca head was implanted on the remaining pca stem."